Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported mobile system blood glucose results of hi, which on the system indicates a result in excess of 33.3 mmol/l, and 6.9 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return.